Event description:
It was observed during the device evaluation that the fiberscope displayed a burn on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is presumed to be the use of a high-frequency instrument not far enough from the tip of the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.